Event description:
The customer reported that there was a noise coming from the c-arm and the system would not display an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube and the fluoro functions board card were replaced. The x-ray tube was calibrated. The system was tested and found to be working as intended and put back into service.